Event description:
The device was returned for repair due to the claim that the device was shorting out. During evaluation the technician discovered that the power cord, an accessory to the device, had failed. An investigation was performed and it was determined that the molded female connector on the power cord had partially separated. Reportedly, the device was in use at the time of the reported failure, but there was no reported pt harm. Design of the power cord meets applicable safety standards, including ul 817 and iec 60320-1.